Event description:
Procedure: hemorrhoidectomy. According to the report: a loud crunching sound occurred when firing the circular stapler. When this occurred, all of the staples were not deployed upon firing. This happened to all three staplers. The patient was involved without injury; however, surgery time was extended by more than 30 minutes, as suturing was required to correct.